Manufacturer narrative:
As the lot number for the device has not been provided, a review of the device history records could not be performed. Images were provided and are currently being reviewed. The device has been received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nineteen months post vena cava filter deployment, during a scheduled filter retrieval procedure, the filter was successfully captured and retrieved using a snare. A limb count on the sterile field identified one filter leg to be missing. A review of post run imaging demonstrated the detached filter leg to be in the ivc. A snare was then used to successfully capture and retrieve the detached leg. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual inspection: a small amount of clot was in the apex. The filter was returned with an arm detached approximately 1.0mm from the apex. The detached arm was returned. Some clot attached to the proximal end of the detached arm. The arm measured approximately 2.8cm in length. The break appeared to be jagged and uneven. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a denali filter was successfully captured and retrieved and a detached filter limb was identified post filter removal, can be confirmed. Based on the images provided, the removal of the detached limb cannot be confirmed. Conclusion: the filter was returned. Based on the returned sample condition and the images provided, the investigation is confirmed for a detached filter arm. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.